Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose level was unknown. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display and unexpected battery out limit alarm noted. Device received with cracked battery tube thread noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.